Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient complained about fatigue. There was no intervention at that time. After a week, on (B)(6) 2020, the patient returned with heart failure symptoms. The ramp and cath lab showed signs of pump thrombosis. The lactate dehydrogenase (ldh) was 1500 at that time. The patient had the pump exchange immediately. No further information was provided.

Event description:
Correction: the patient presented with heart failure symptoms on (B)(6) 2020, not (B)(6) 2020.

Manufacturer narrative:
Section b1, b2, b5, e2, e3, g3, and h6 (device code): correction . Manufacturer's investigation conclusion: the report of suspected pump thrombosis was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6), was returned assembled with the driveline severed at the pump housing. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was attached to the pump¿s inlet port. The apical sewing ring was secured to the proximal end of the inlet tube. The outlet elbow was attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Evaluation of the sealed inflow conduit and outlet elbow revealed no evidence of laminated or denatured thrombus formations or depositions. However, upon disassembly of the pump body, examination of the distal side of the inlet stator revealed a dark red thrombus formation that was adhered around a portion of the inlet bearing cup. Areas of the deposition appeared hard and denatured, as well as slightly laminated, indicating that it developed in this location over an undetermined amount of time while the pump was operating. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, the presence of thrombus within the device could have contributed to the patient¿s elevated ldh that was reported by the account. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue or the formation of the observed thrombus. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The implant kit was shipped with heartmate ii lvas IFU, rev. B, on (B)(6) 2016. This IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 5.0, ¿adverse events¿. An explanation of each pump¿s parameters can be found in section 13.0, ¿system monitor¿, under ¿clinical screen¿. Section 17.0, ¿patient management¿, outlines indications of pump thrombosis and how to respond to such events under ¿unique treatment issues¿. Section 17.0 also outlines the suggested anticoagulation therapy and inr range during use of the heartmate ii lvas under ¿anticoagulation therapy¿. No further information was provided. The manufacturer is closing the file on this event.